Manufacturer narrative:
Thermogard xp ivtm system s/n# (B)(4) was serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n# (B)(4). A visual inspection of the system was performed and found a connector of the temperature probe lm 34a/b on pic16 board was not seated properly. A review of the event log was performed and found several tcmid:(B)(4) (coolant diff failure) errors on event log to have occurred. The system failed functional testing. Tcmid:(B)(4) (coolant diff failure) errors occurred during functional test due to improperly seated connector of temperature probe lm34a/b on pic16 board; thus confirming the reported complaint. In summary, customer's reported complaint of the system exhibiting tcmid:(B)(4) (coolant diff failure) was confirmed through review of the event log and functional test. The root cause was determined to be a poorly seated connector of temperature probe lm34a/b on pic16 board for the reported error code. After reseating the connector properly, the system was calibrated and electrical safety test was performed. The system passed all testing and functioned as intended. Customer's site.

Event description:
While transitioning the patient's therapy from the cooling phase to the warming phase, the thermogard xp ivtm console (s/n: (B)(4)) reportedly displayed a tcm:ID (B)(4) (lm34 a/b temperature probe has a difference of 6 degree) error message. It was noted that the interruption in therapy occurred for approximately 45 minutes. The patient was able to complete the therapy with use of the clinic's backup thermogard xp ivtm console. No adverse event was reported.